Event description:
A ventilator was returned to the manufacturer for manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the final evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's power management board was replaced to address the issue.